Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 was making loud squealing noise and difficult to open. It was stated that due to this malfunction the customer was unable to pull medication, perform duties and had to request from pharmacy or pull from another station. The customer confirm that the delay didn¿t happen while patient was pulling medication. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer rails on auxiliary drawer 4.1 were malfunctioning. The left side rail was failing, and the right side was beginning to wear down. A field service engineer replaced auxiliary drawers 4.1 and 4.2 due to the screeching and malfunctioning rails. The engineer transferred the pockets from the old drawer to the new one, installed the new drawer, and powered the station. The drawer was then assigned to the storage space configuration. After the repair, the drawer was verified to be fully functional and operated without any malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.